Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02965. It was reported the patient lost stimulation. Reportedly, x-rays revealed one of the two leads migrated. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02965. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time both leads were relocated in the epidural space. Therapy was restored postoperatively.